Manufacturer narrative:
The user facility is outside of the united states. The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Examination of returned device found no evidence of product non-conformance. During the evaluation, it was noted the femoral stem was fused with the taper adapter, but there was no visible evidence of residue at the taper interface. A conclusive root cause could not be determined. This report is 1 of 4 MDR's filed for the same event (reference 3002806535-2015-0004180, 2016-00215, 2016-00217, & 2016-00305).

Event description:
Patient was revised due to pain and elevated metal ion levels. During the procedure, the taper adaptor could not be removed from the femoral stem, resulting in total removal of the femoral stem through an osteotomy. All components were removed and replaced.